Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. It was determined that the pin of adjusting head was out of place, clamping screw was defective, screw connection of trigger sleeve was loose, clamping sleeve was rough running, and o-rings of clamping sleeve were twisted. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that at the end of an unspecified surgical procedure, it was observed that the pins were vibrating and the saw head was moving on the battery oscillator device. It was further reported that this made the removal of the cutter device impossible. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.